Event description:
The backcheck valve on the primary tubing which is designed to prevent the rapid inflow of secondary intravenous fluids into the primary bag failed to function properly. The secondary fluids rushed into the primary bag, causing a delay in the pt receiving their potassium infusion.